Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. Sections were left blank as the customer's age and weight are unknown.

Event description:
The advocate of the customer reported that the blood glucose readings were not being stored in the memory of the contour next link meter. No adverse event alleged. The customer was advised to return the meter for evaluation. Replacement meter was sent to the customer.

Manufacturer narrative:
The customer's returned meter was tested with in-house test strips lot # 8bpeg01b since both vials of returned contour next strips were expired jul-2018 (lot 6gfeg03c). The returned contour next control solution was also expired jan-2014 and could not be tested. All results with the in-house strips and returned meter were within expected ranges and properly stored in meter's memory. Additionally, all results were still observed in the meter's memory (with the exception of 264 mg/dl taken on (B)(6) 2018 at 8:00 p.m. Which was observed to be 274 mg/dl and 224 mg/dl taken on (B)(6) 2017 at 10:20 a.m. Which was observed to be 234 mg/dl). It is important to note that expired products should not be used for testing to attain accurate blood glucose results.